Manufacturer narrative:
This report is submitted on september 18, 2023.

Event description:
Per the clinic, the patient underwent a skin flap thinning surgery due to poor magnet retention on (B)(6) 2023. The implanted device remains.